Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and the patient's heart rate was lower than the programmed parameters. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.